Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customers stated problem was confirmed. Found fluid contaminated in downstream occlusion sensor and replaced contaminated dso (downstream occlusion sensor) sensor. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported a false downstream occlusion error and then a cassette error. No patient injury was reported.